Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this patient with pacemaker reported that there was a potential problem with the device. Attempts to obtain additional information were unsuccessful. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with pacemaker reported that there was a potential problem with the device. Attempts to obtain additional information were unsuccessful. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to field b2. Outcomes attrib to adv event, d6b. Explant date, e. Initial reporter, f10. Patient codes and impact codes, h6. Patient codes and impact codes, and h10. Additional MFR narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker reported that there was a potential problem with the device.attempts to obtain additional information were unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.